Event description:
It was reported, the pt received a "ipg battery low" message after 3 months of use. It is thought passivation might be occurring. Subsequently, a sjm pre cleared the passivation flag and will be monitoring the issue. F/u identified the warning has not reappeared thus the issue is resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.